Manufacturer narrative:
Failure event observed during analysis. A partial lead with the connector measuring 8.9 cm was returned for analysis. Final analysis found external insulation abrasion at 8.5 cm ¿ 8.8 cm from the connector pin, consistent with lead friction to the ICD can.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The device manufacture date was not previously reported.